Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported "non-stop" inflammation and infection following an intraocular lens (iol) implant procedure. She stated the redness, inflammation, and infection has been present for eight weeks. She stated the redness is in the morning and worsens with activity but then it clears up and then return later. She has been on continues medication topically for her symptoms. The surgeon reported additional information that the patient's intraocular pressure (iop) was mildly elevated following the procedure. He prescribed medication and the pressure decreased. The patient complained of irritation and watering. Inflammation was diagnosed. The surgeon assumes that possibly a piece of lens material got behind the iris during surgery and is not easily seen. The lens remains implanted.